Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a "communication failure" error message at boot up that prevented the system from completing boot up. There is no report of patient injury.